Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a mildly calcified and mildly tortuous left anterior descending artery (lad). A 2.50 mm x 15 mm emerge balloon was advanced to the lad to predilate the lesion, but the balloon would not inflate. A second attempt to inflate the balloon was made, but the balloon still did not inflate. It was noted that the balloon had been inflated the normal amount of time, with a normal atmosphere (atm) pressure from 6 to 10 atm. The balloon was then pulled back for removal, but the shaft broke into two pieces. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Mfg. Site address: (B)(4).

Manufacturer narrative:
G1: mfg. Site address: (B)(6). Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous bends and kinks to the hypotube. There was a separation in the hypotube at 58.5cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. From the separation, the distal end of the device was connected to a touhy and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues. Product analysis could not confirm the reported failure to inflate, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues. The reported separation to the device was confirmed as the device was separated.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a mildly calcified and mildly tortuous left anterior descending artery (lad). A 2.50 mm x 15 mm emerge balloon was advanced to the lad to predilate the lesion, but the balloon would not inflate. A second attempt to inflate the balloon was made, but the balloon still did not inflate. It was noted that the balloon had been inflated the normal amount of time, with a normal atmosphere (atm) pressure from 6 to 10 atm. The balloon was then pulled back for removal, but the shaft broke into two pieces. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.